Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
It is reported that the physician intended to use the protégé rx to treat a lesion in the carotid artery. The stent would not deploy. It is not known how the procedure was completed. No patient injury is reported. The returned device exhibited partial deployment. It is unknown if the partial deployment occurred in vivo or in vitro. Evaluation summary: the protege rx stent delivery system (sds) was received for evaluation with 2 1/2 cell layers exposed beyond the distal edge of the outer sheath. The lumen of the outer sheath exhibited dried residue (blood, saline, etc.) Concentrated within the stent construct and the retainer . The sds was flushed with tap-water but it was not possible to extract the entire noted residue. The sds was loaded into a deployment force test fixture. The manifold's lock mechanism thumbscrew was loosened the stent deployed with 2.181 lbs of force. The design specification is {3.0 lbs force. The deployed stent exhibited significant (blood) residue within the strut lattice.